Manufacturer narrative:
(B)(6). Concomitant: 103201, taperloc por fmrl 6.0x132, 804940; 157446, m2a-magnum mod hd sz 46mm, 021390; us157852, m2a-magnum pf cup 52odx46id, 220880. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-09809, 0001825034-2017-10291, 0001825034-2017-10292. Remains implanted.

Event description:
It was reported by the patient¿s legal counsel that the patient underwent left total hip arthroplasty. Legal counsel further reports patient allegations of pain and discomfort. No revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient underwent left total hip arthroplasty and subsequently experienced pain, lack of mobility, elevated metal ion levels, metallosis, swelling, and pseudotumor. No revision procedure has been reported to date.